Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experienced low blood glucose. Blood glucose level at the time of the incident was 2.3 mmol/l which was treated with food. Smart guard feature and auto basal mode was active at the time of low blood glucose event. Customer stated site may be occluded due to scar tissue. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.